Event description:
It was reported during a diagnostic ureteroscopy procedure, the ureteroscope over flexed while in the kidney and would not retract. The ureteroscope then had to be gently removed and during removal it caused a small tear in the ureter. Upon further follow-up, the customer reported the ureteral tear was approximately one centimeter. The patient required prolonged stent placement for the ureteral tear and was being monitored for possible stricture or need for additional treatment. The stone had not yet been removed. The customer indicated a sharper angle was required to get into the lower pole for the evaluation. The patient was scheduled to have the stent removed later that week with further evaluation. A computed tomography (CT) scan was performed the previous week which demonstrated normal appearance without any concerning findings. The device was inspected prior to use and normal gross movements were noted. There were no abnormalities noted in the scope sheath itself.